Event description:
It was reported by affiliate that there was major leakage from anastomosis (3 days later from original operation). Drainage has been continued for leakage treatment. Opened another device to complete the case.